Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 2.5 mmol/l before call and 7.2 mmol/l last night. Customer was treated with food. Customer stated that the front black piece below screen was peeling back and back of insulin pump was cracked off. Customer stated that insulin pump had damaged retainer ring and reservoir was able to lock in place. Customer was not alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.